Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2013 due to an unknown reason. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).